Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the female connector (dark blue part) and the main body (pale blue part) of twist clamp on a minicap extended life pd transfer set. This was further described as the nurse installed the transfer set to their patient and twisted a syringe in. When the nurse wanted to untwist the syringe (disconnect), the dark blue part disconnected from the pale blue part of the transfer set twist clamp. As a result, the transfer set was changed. This was observed during set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, photograph of the sample was provided for evaluation. The photograph was visually inspected and the dark blue female connector was observed separated from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.